Manufacturer narrative:
On january 29, 2021 additional information received indicated that the patient scheduled for explanations on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a 400cc on the left , and 325 on the right side mentor memorygel silicone, breast implant experienced bilateral baker¿s grade iii capsular contracture post procedure. As a result patient scheduled for bilateral removal and mastopexy on (B)(6) 2020. This report relates to the left prosthesis.